Manufacturer narrative:
The device ro14033 has been inspected for investigation purpose. The tests performed confirmed that robotic arm is not well-calibrated. New calibration performed for repair purpose.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the robot arm was non-functional. There was no patient involvement reported.